Event description:
The device was returned following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed the device was at eri and programmed to vvi 65 bpm bipolar mode. Testing revealed anomalous output conditions. Additional testing revealed the no output condition was the result of lifted hybrid bond wires.

Event description:
The device was returned following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Clinic later reported the device had been functioning fine prior to the patient's death.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) preliminary testing revealed the device was at eri and programmed to vvi 65 bpm bipolar mode. Testing revealed anomalous output conditions. Additional testing revealed the no output condition was the result of lifted hybrid bond wires.